Event description:
A caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support was prepared to assist the caller with loading a new cartridge, but the caller needed to get more insulin first. A follow-up call was scheduled for later.